Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia since essure insertion'), device dislocation ('essure coil protrudes to the uterine cavity more than normal ¿ on the left. May have migrated'), groin pain ('pain in the groin on both sides (mostly on the left) / biltateral groin pain more on the left'), arthralgia ('arthralgia'), meralgia paraesthetica ('meralgia paraesthetica') and fibromyalgia ('fibromyalgia') in an adult female patient who had fallopian tube occlusion insert inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion to the left fallopian tube was more difficult than usual / a second attempt to insert essure to the right fallopian tube required more force than usual / essure insertion was continued despite excessive resistance and pain" on (B)(6) 2013, device malfunction "the left essure coil did not open easily during insertion / essure device folded" on (B)(6) 2013, contraindicated device used "essure was inserted to a patient with a known allergy to contrast media (iodine)" on (B)(6) 2013 and wrong technique in device usage process "the excess coil was cut using scissors". The patient's medical history included pregnancy test (positive) on (B)(6) 2012, termination of pregnancy on (B)(6) 2012, uterine dehiscence in 2012, hysteroscopy (the patient is eligible for essure insertion) on (B)(6) 2011, gynecological examination (suspicion for residue after termination of pregnancy which was performed in (B)(6) 2009. The patient was sent for diagnostic hysteroscopy and pregnancy blood tests.) In 2009, therapeutic abortion (pregnancy was terminated on (B)(6) 2009 on gestational week 12 due to suspicion for detachment of surgical scar from previous c-section) in 2009, ultrasound scan (examination during pregnancy. Suspicion for dehiscence of surgical scar from previous c-section all through the anterior wall in the area of the lower segment with penetration of the gestational sack to this canal. .a hypoechogenic area at a size of 7x11mm near the area of the surgical scar. Yolk sack and fetal pole without pulse.) In 2009, contrast media allergy, cesarean section (3 cesarean (in the second pregnancy vertical and horizontal sections due to placenta previa accreta)), back pain (which aggravates after c-section), intervertebral disc bulging (l4-5 and s1), multiparous (7 pregnancies, 3 children) and placenta accreta. Previously administered products included for therapeutic termination of pregnancy: cytotec; for an unreported indication: contraceptive pills. On (B)(6) 2013, the patient had fallopian tube occlusion insert inserted. On (B)(6) 2013, the patient experienced groin pain (seriousness criterion disability), arthralgia (seriousness criterion disability) with back pain and gait disturbance, procedural pain ("severe pain during essure insertion from the uterus to the legs / sharp pain on the right during essure insertion"), complication of device insertion ("right fallopian tube ¿ the device recoiled on itself and the insertion attempt failed") and abdominal pain ("the patient continued to feel right abdominal pain"). In 2013, the patient experienced menorrhagia (seriousness criteria disability and intervention required), meralgia paraesthetica (seriousness criterion disability) with sensory disturbance, fibromyalgia (seriousness criterion disability) with sensory disturbance, pain sacroiliac ("bilateral sacroiliac joint sensitivity"), paraesthesia ("sensation of paresthesia in the legs down to the knee"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2014, the patient experienced scoliosis ("mild scoliosis in the lumbar spine on the right"). On (B)(6) 2014, the patient experienced vaginal discharge ("brown vaginal secretions"). In 2015, the patient experienced escherichia urinary tract infection ("repeated urinary tract infections - e.coli"). On (B)(6) 2015, the patient experienced dysuria ("severe pain including in the area of hysterectomy surgical scar during urination / chronic pain in the area of the urinary bladder since hysterectomy"), coitus painful ("severe pain including in the area of hysterectomy surgical scar during / after coitus"), bladder discomfort ("sensation of pressure on the urinary bladder") with nocturia, depressed mood ("depressed mood"), disturbance in attention ("decrease in concentration - which make it hard for the patient to remember certain words") and bone pain ("pain all over the body/skeletal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), muscular weakness ("mild weakness in the left quadriceps"), ovarian cyst ("ovarian cyst"), adenomyosis ("few foci of endometriosis in the uterus"), memory impairment ("decrease in memory - specifically short term memory"), vulvovaginal discomfort ("pressure on the top of the vagina"), insomnia ("difficulty to sleep due to pain all over the body"), fatigue ("waking up tired") and musculoskeletal stiffness ("wit stiffness in the muscles") and was found to have uterine leiomyoma ("uterine fibroids in the anterior and dorsal uterine wall under the endometrium / smooth muscle tumor of uncertain malignant potential (stump) in the fibroid"). The patient was treated with amitriptyline hydrochloride (elatrol), duloxetine hydrochloride (cymbalta), homeopathic preparation, nitrofurantoin (macrodantin), nsaids, oxycodone hydrochloride, pregabalin (lyrica), physical therapy (chiropract theatment and chiropract treatment) and surgery (hysterectomy, salpingectomy and the excess coil was cut using scissors). Fallopian tube occlusion insert was removed on (B)(6) 2015. On (B)(6) 2013, the complication of device insertion had resolved. On (B)(6) 2015, the menorrhagia and uterine leiomyoma had resolved. At the time of the report, the device dislocation had resolved, the groin pain, fibromyalgia, paraesthesia, dysuria, coitus painful, bladder discomfort, depressed mood and abdominal pain had not resolved and the arthralgia, meralgia paraesthetica, procedural pain, pain sacroiliac, muscular weakness, ovarian cyst, vaginal discharge, dyspareunia, dysmenorrhoea, adenomyosis, escherichia urinary tract infection, disturbance in attention, memory impairment, vulvovaginal discomfort, bone pain, insomnia, fatigue, musculoskeletal stiffness and scoliosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, arthralgia, bladder discomfort, bone pain, complication of device insertion, depressed mood, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, dysuria, escherichia urinary tract infection, fatigue, fibromyalgia, groin pain, insomnia, memory impairment, menorrhagia, meralgia paraesthetica, muscular weakness, musculoskeletal stiffness, ovarian cyst, paraesthesia, procedural pain, scoliosis, uterine leiomyoma, vaginal discharge, vulvovaginal discomfort, coitus painful and pain sacroiliac to be related to fallopian tube occlusion insert. The reporter commented: after the insertion attempt failed, an additional attempt was performed. The menorrhagia partially recovered after the an excess essure coil that was visible in the uterine cavity was cut during hysteroscopy. Seriousness criterion ¿ disability due to outcome ¿ hysterectomy (which under the age of 50 grants 40% disability per local law). Seriousness criterion of groin pain, arthralgia, meralgia paraesthetica: disability: inability to sit, cannot drive, cannot work or function at home. Cannot sleep more than 1 hour continuously. Seriousness criterion: disability of fibromyalgia: inability to sit or stand for a prolonged period of time or perform physical activity. Difficulty functioning at home. Disability of 45%. (B)(6) 2014: neurosurgeon examination: the lower back pain seems to be of inflammatory origin. The patient has a sensation of burning pain along the left thigh. Pain around the hip joint which radiates to the groin. No neurological deficiency. Sensitiviy during palpation and ovmemnt of many joints mostly the right sacroiliac joint and the hip joint on the left. Summary: the complaints are does not havea spinal etiology. Sensitivity and inflammation of the right sacroiliac joint and left hip joint and meralgia paraesthetica on the left. (B)(6) 2019: rheumatic examination: diagnosis ¿ fibromyalgia since 2013. The fibromyalgia followed traumatic events. As previous pain management treatments were not effective the patient was prescribed with medicinal cannabis (B)(6) 2020: rheumatological examination: difficulty sitting during the examination due to severe pain and has to stand up. Joint examination ¿ no sign of inflammation or range limitation. Skeletal examination ¿ diffused sensitivity for palpitation throughout the skeleton which is more significant in the lower part of the body. Sensitivity in 11 out of 18 points typical of fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): bone scan - in (B)(6) 2014: unspecified results. Culture urine - in (B)(6) 2015: e-coli , sensitive to antibiotics¿ urinary tract infection; in (B)(6) 2015: e-coli , sensitive to antibiotics¿ urinary tract infection; in (B)(6) 2015: e-coli , sensitive to antibiotics¿ urinary tract infection. Electromyogram - in 2014: evidence for meralgia. Gynaecological examination - on (B)(6) 2014: regular menstrual cycles of 32 days under essure. The ovarian cyst does not seem to inflict pressure (mentioned in the scope of lower back pain evaluation).; on (B)(6) 2014: brown vaginal secretion since (B)(6) 2014.; on (B)(6) 2014: menorrhagia since essure insertion. Regular menstrual cycle. Cervical canal is normal; on (B)(6) 2015: uterine fibroid ¿ 25 mm diameter inside the uterine cavity.; on (B)(6) 2015: differential diagnosis may include endometriosis or post-essure pain.due to the severe complaints is recommended that the patient will undergo laparoscopic salpingectomy including the excision of essure.; on (B)(6) 2015: recommendation for bilateral salpingectomy and total laparoscopic hysterectomy.; on (B)(6) 2015: since the hysterectomy the patient experiences severe pain in the surgical scar area, during urination and coitus. Uterine cultures ¿ negative. Suspected damage to the urinary bladder during surgery.; on (B)(6) 2016: no urine leakage. Occasional vaginal discharge (not watery). Normal gynecological examination.; on (B)(6) 2019: impression that the urinary bladder was damaged during hysterectomy. This does not seem to be a gynecological problem.. Hysterosalpingogram - on (B)(6) 2013: normal uterine size and position. Both fallopian tubes are blocked following essure insertion. Contrast media passage could not be observed in the 2 fallopian tubes. Hysteroscopy - on (B)(6) 2013: an attempt to insert essure to the left fallopian tube - entry was more difficult than usual but the device discharged, however not smoothly and 4 coils are seen in the cavity. An additional attempt to insert essure into the right fallopian tube ¿ the same happened that the device twisted on its end but after a few attempts the physician managed to go into the ostia, this however with more force than usual and sharp pain on the right. An attempt was made to discharge the device, however the coils were not observed in the uterine cavity. Laparoscopy - on (B)(6) 2015: general anesthesia. Laparoscopic bilateral salpingectomy and hysterectomy due to menorrhagia and dysmenorrhea. Magnetic resonance imaging - on an unknown date: ovarian cyst; on (B)(6) 2013: disc herniation in s1 and l4-5 with pressure on the sac. Orthopaedic examination - on (B)(6) 2013: lower pack pain which radiates to the left leg down to the knee. Inability to sit. Paresthesia on the left leg down to the knee. The patient has control over defecation and urination. The patient can walk. Sensitivity in the lower back. Limping over the left leg. Limitation while bending forward. The patient can stand on the tip of her toes and on her heels. Gross power in the 4 limbs is reserved ¿ slr 60 bilateral. No pathological reflexes; on (B)(6) 2014: pain and paresthesia in the left leg. Difficulty functioning ¿ walking and sitting. Bilateral sacroiliac joint sensitivity. Sensitivity in the lower back. Gross power and sensation in the 4 limbs is reserved. No pathological reflexes. No muscle spasms. In previous imaging foci of pathologically increased absorbtion ere demosnstrated in the lumbar spine anterior l4, dorsal 12t right 10t. There is mild scoliosis in the lumbar spine on the right. No other abnormal finding; on (B)(6) 2014: lower back pain which radiates to the legs ¿ more to the left leg. Inability to sit which lasts for 3 months. Parestheia in the left leg down to the knee. During examination- lower back sensitivity. Limping of the left leg. Hyper flexibility of the joints. Mild weakness in the left quadriceps. The rest of the neurological test in normal. The patient can lift a straight leg up to 80 degrees ¿ bilaterally. Active reflexes at all stations. Marked sensitivity at the greater trochanter on the left. The MRI from (B)(6) 2013 shows mild disc herniation on the right ¿ 1s5l which is not consistent to the patient's complaints; on (B)(6) 2014: lower back pain which limits the patient to standing and prolonged walking. The patient cannot resume her work as a teacher for the rest of the year.; on (B)(6) 2014: diagnosis: arthralgia. Based on the bone scintigraphy prformed in (B)(6) 2014 the impression is that the etiology of the lower back pain is not from spinal origin.; on (B)(6) 2014: the movement of the hip joint is preserved without pinching and without range limitation. Preserved gross power. No sciatic irritation. No sensory level. Mild disturbance in sensation in diffused in the lateral cutaneous nerve of the tight (lcnt) with marked sensitivity asics. The impression of the physician is that the patient has meralgia. . Lidocaine should be considered for the treatment of asics; on (B)(6) 2014: confirmation of the meralgia diagnosis. Pathology test - on an unknown date: few foci of endometriosis in the uterus and smooth muscle tumor of uncertain malignant potential (stump) in the fibroid discovered after hysteroscopy; on (B)(6) 2015: after hysterectomy: in slices of the uterus, under the endometrium in the anterior wall and dorsal wall ¿ fibroids, well defined, the larger fibroid was in the anterior wall ¿ 3.3 mm diameter. Atrophic changes in the fibroid. In the fallopian tubes ¿ foreign metallic spiral devices. Smooth muscle tumor of uncertain malignant potential (stump) in the fibroid. Few foci of endometriosis in the uterus.. Ultrasound scan - on (B)(6) 2013: the 2 essure devices are in place (bilaterally). The edges of the coils were seen in the uterine horns (normal); on (B)(6) 2014: anterior uterine fibroid ¿ 25 mm diameter. The essure coil protrudes to the uterine cavity more than normal on the left.on the right the coil of the essure was not observed in the uterine cavity. At the end of the process essure was not visible in the uterine cavity; in 2015: the urinary collecting system is not dilated. Normal kidneys size. The urinary bladder with clear borders and lining. No residual urine.; on (B)(6) 2019: the structure of the urethra seems normal. The wall of the detrozor is mildly thickened ¿ consistent with active bladder. Pelvic floor ¿ normal.; on (B)(6) 2019: no suspicious lumps. Normal ovaries. The bladder wall seems thickened ¿ 5 mm ¿ however this is not a certain finding. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, gynecologist, other health professional or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-apr-2020: quality-safety evaluation of ptc. Event groin pain upgraded to serious incident, event wrong technique in device usage process added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia since essure insertion'), device dislocation ('essure coil protrudes to the uterine cavity more than normal ¿ on the left. May have migrated'), groin pain ('pain in the groin on both sides (mostly on the left) / biltateral groin pain more on the left'), arthralgia ('arthralgia'), meralgia paraesthetica ('meralgia paraesthetica') and fibromyalgia ('fibromyalgia') in an adult female patient who had fallopian tube occlusion insert inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion to the left fallopian tube was more difficult than usual / a second attempt to insert essure to the right fallopian tube required more force than usual / essure insertion was continued despite excessive resistance and pain" on (B)(6) 2013, device malfunction "the left essure coil did not open easily during insertion / essure device folded" on (B)(6) 2013, contraindicated device used "essure was inserted to a patient with a known allergy to contrast media (iodine)" on (B)(6) 2013 and wrong technique in device usage process "the excess coil was cut using scissors". The patient's medical history included pregnancy test (positive) on (B)(6) 2012, termination of pregnancy on (B)(6) 2012, uterine dehiscence in 2012, hysteroscopy (the patient is eligible for essure insertion) on (B)(6) 2011, gynecological examination (suspicion for residue after termination of pregnancy which was performed in (B)(6) 2009. The patient was sent for diagnostic hysteroscopy and pregnancy blood tests.) In 2009, therapeutic abortion (pregnancy was terminated on (B)(6) 2009 on gestational week 12 due to suspicion for detachment of surgical scar from previous c-section) in 2009, ultrasound scan (examination during pregnancy. Suspicion for dehiscence of surgical scar from previous c-section all through the anterior wall in the area of the lower segment with penetration of the gestational sack to this canal. .a hypoechogenic area at a size of 7x11mm near the area of the surgical scar. Yolk sack and fetal pole without pulse.) In 2009, contrast media allergy, cesarean section (3 cesarean (in the second pregnancy vertical and horizontal sections due to placenta previa accreta)), back pain (which aggravates after c-section), intervertebral disc bulging (l4-5 and s1), multiparous (7 pregnancies, 3 children) and placenta accreta. Previously administered products included for therapeutic termination of pregnancy: cytotec; for an unreported indication: contraceptive pills. On (B)(6) 2013, the patient had fallopian tube occlusion insert inserted. On (B)(6) 2013, the patient experienced groin pain (seriousness criterion disability), arthralgia (seriousness criterion disability) with back pain and gait disturbance, procedural pain ("severe pain during essure insertion from the uterus to the legs / sharp pain on the right during essure insertion"), complication of device insertion ("right fallopian tube ¿ the device recoiled on itself and the insertion attempt failed") and abdominal pain ("the patient continued to feel right abdominal pain"). In 2013, the patient experienced menorrhagia (seriousness criteria disability and intervention required), meralgia paraesthetica (seriousness criterion disability) with sensory disturbance, fibromyalgia (seriousness criterion disability) with sensory disturbance, pain sacroiliac ("bilateral sacroiliac joint sensitivity"), paraesthesia ("sensation of paresthesia in the legs down to the knee"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2014, the patient experienced scoliosis ("mild scoliosis in the lumbar spine on the right"). On (B)(6) 2014, the patient experienced vaginal discharge ("brown vaginal secretions"). In 2015, the patient experienced escherichia urinary tract infection ("repeated urinary tract infections - e.coli"). On (B)(6) 2015, the patient experienced dysuria ("severe pain including in the area of hysterectomy surgical scar during urination / chronic pain in the area of the urinary bladder since hysterectomy"), coitus painful ("severe pain including in the area of hysterectomy surgical scar during / after coitus"), bladder discomfort ("sensation of pressure on the urinary bladder") with nocturia, depressed mood ("depressed mood"), disturbance in attention ("decrease in concentration - which make it hard for the patient to remember certain words") and bone pain ("pain all over the body/skeletal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), muscular weakness ("mild weakness in the left quadriceps"), ovarian cyst ("ovarian cyst"), adenomyosis ("few foci of endometriosis in the uterus"), memory impairment ("decrease in memory - specifically short term memory"), vulvovaginal discomfort ("pressure on the top of the vagina"), insomnia ("difficulty to sleep due to pain all over the body"), fatigue ("waking up tired") and musculoskeletal stiffness ("wit stiffness in the muscles") and was found to have uterine leiomyoma ("uterine fibroids in the anterior and dorsal uterine wall under the endometrium / smooth muscle tumor of uncertain malignant potential (stump) in the fibroid"). The patient was treated with amitriptyline hydrochloride (elatrol), duloxetine hydrochloride (cymbalta), homeopathic preparation, nitrofurantoin (macrodantin), nsaids, oxycodone hydrochloride, pregabalin (lyrica), physical therapy (chiropract theatment and chiropract treatment) and surgery (hysterectomy, salpingectomy and the excess coil was cut using scissors). Fallopian tube occlusion insert was removed on (B)(6) 2015. On (B)(6) 2013, the complication of device insertion had resolved. On (B)(6) 2015, the menorrhagia and uterine leiomyoma had resolved. At the time of the report, the device dislocation had resolved, the groin pain, fibromyalgia, paraesthesia, dysuria, coitus painful, bladder discomfort, depressed mood and abdominal pain had not resolved and the arthralgia, meralgia paraesthetica, procedural pain, pain sacroiliac, muscular weakness, ovarian cyst, vaginal discharge, dyspareunia, dysmenorrhoea, adenomyosis, escherichia urinary tract infection, disturbance in attention, memory impairment, vulvovaginal discomfort, bone pain, insomnia, fatigue, musculoskeletal stiffness and scoliosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, arthralgia, bladder discomfort, bone pain, complication of device insertion, depressed mood, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, dysuria, escherichia urinary tract infection, fatigue, fibromyalgia, groin pain, insomnia, memory impairment, menorrhagia, meralgia paraesthetica, muscular weakness, musculoskeletal stiffness, ovarian cyst, paraesthesia, procedural pain, scoliosis, uterine leiomyoma, vaginal discharge, vulvovaginal discomfort, coitus painful and pain sacroiliac to be related to fallopian tube occlusion insert. The reporter commented: after the insertion attempt failed, an additional attempt was performed. The menorrhagia partially recovered after the an excess essure coil that was visible in the uterine cavity was cut during hysteroscopy. Seriousness criterion ¿ disability due to outcome ¿ hysterectomy (which under the age of 50 grants 40% disability per local law). Seriousness criterion of groin pain, arthralgia, meralgia paraesthetica: disability: inability to sit, cannot drive, cannot work or function at home. Cannot sleep more than 1 hour continuously. Seriousness criterion: disability of fibromyalgia: inability to sit or stand for a prolonged period of time or perform physical activity. Difficulty functioning at home. Disability of 45%. (B)(6) 2014: neurosurgeon examination: the lower back pain seems to be of inflammatory origin. The patient has a sensation of burning pain along the left thigh. Pain around the hip joint which radiates to the groin. No neurological deficiency. Sensitiviy during palpation and ovmemnt of many joints mostly the right sacroiliac joint and the hip joint on the left. Summary: the complaints are does not havea spinal etiology. Sensitivity and inflammation of the right sacroiliac joint and left hip joint and meralgia paraesthetica on the left. (B)(6) 2019: rheumatic examination: diagnosis ¿ fibromyalgia since 2013. The fibromyalgia followed traumatic events. As previous pain management treatments were not effective the patient was prescribed with medicinal cannabis (B)(6) 2020: rheumatological examination: difficulty sitting during the examination due to severe pain and has to stand up. Joint examination ¿ no sign of inflammation or range limitation. Skeletal examination ¿ diffused sensitivity for palpitation throughout the skeleton which is more significant in the lower part of the body. Sensitivity in 11 out of 18 points typical of fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): bone scan - in (B)(6) 2014: unspecified results. Culture urine - in (B)(6) 2015: e-coli , sensitive to antibiotics¿ urinary tract infection; in (B)(6) 2015: e-coli , sensitive to antibiotics¿ urinary tract infection; in (B)(6) 2015: e-coli , sensitive to antibiotics¿ urinary tract infection. Electromyogram - in 2014: evidence for meralgia. Gynaecological examination - on (B)(6) 2014: regular menstrual cycles of 32 days under essure. The ovarian cyst does not seem to inflict pressure (mentioned in the scope of lower back pain evaluation).; on (B)(6) 2014: brown vaginal secretion since (B)(6) 2014.; on (B)(6) 2014: menorrhagia since essure insertion. Regular menstrual cycle. Cervical canal is normal; on (B)(6) 2015: uterine fibroid ¿ 25 mm diameter inside the uterine cavity.; on (B)(6) 2015: differential diagnosis may include endometriosis or post-essure pain.due to the severe complaints is recommended that the patient will undergo laparoscopic salpingectomy including the excision of essure.; on (B)(6) 2015: recommendation for bilateral salpingectomy and total laparoscopic hysterectomy.; on (B)(6) 2015: since the hysterectomy the patient experiences severe pain in the surgical scar area, during urination and coitus. Uterine cultures ¿ negative. Suspected damage to the urinary bladder during surgery.; on (B)(6) 2016: no urine leakage. Occasional vaginal discharge (not watery). Normal gynecological examination.; on (B)(6) 2019: impression that the urinary bladder was damaged during hysterectomy. This does not seem to be a gynecological problem.. Hysterosalpingogram - on (B)(6) 2013: normal uterine size and position. Both fallopian tubes are blocked following essure insertion. Contrast media passage could not be observed in the 2 fallopian tubes. Hysteroscopy - on (B)(6) 2013: an attempt to insert essure to the left fallopian tube - entry was more difficult than usual but the device discharged, however not smoothly and 4 coils are seen in the cavity. An additional attempt to insert essure into the right fallopian tube ¿ the same happened that the device twisted on its end but after a few attempts the physician managed to go into the ostia, this however with more force than usual and sharp pain on the right. An attempt was made to discharge the device, however the coils were not observed in the uterine cavity. Laparoscopy - on (B)(6) 2015: general anesthesia. Laparoscopic bilateral salpingectomy and hysterectomy due to menorrhagia and dysmenorrhea. Magnetic resonance imaging - on an unknown date: ovarian cyst; on (B)(6) 2013: disc herniation in s1 and l4-5 with pressure on the sac. Orthopaedic examination - on (B)(6) 2013: lower pack pain which radiates to the left leg down to the knee. Inability to sit. Paresthesia on the left leg down to the knee. The patient has control over defecation and urination. The patient can walk. Sensitivity in the lower back. Limping over the left leg. Limitation while bending forward. The patient can stand on the tip of her toes and on her heels. Gross power in the 4 limbs is reserved ¿ slr 60 bilateral. No pathological reflexes; on (B)(6) 2014: pain and paresthesia in the left leg. Difficulty functioning ¿ walking and sitting. Bilateral sacroiliac joint sensitivity. Sensitivity in the lower back. Gross power and sensation in the 4 limbs is reserved. No pathological reflexes. No muscle spasms. In previous imaging foci of pathologically increased absorbtion ere demosnstrated in the lumbar spine anterior l4, dorsal 12t right 10t. There is mild scoliosis in the lumbar spine on the right. No other abnormal finding; on (B)(6) 2014: lower back pain which radiates to the legs ¿ more to the left leg. Inability to sit which lasts for 3 months. Parestheia in the left leg down to the knee. During examination- lower back sensitivity. Limping of the left leg. Hyper flexibility of the joints. Mild weakness in the left quadriceps. The rest of the neurological test in normal. The patient can lift a straight leg up to 80 degrees ¿ bilaterally. Active reflexes at all stations. Marked sensitivity at the greater trochanter on the left. The MRI from (B)(6) 2013 shows mild disc herniation on the right ¿ 1s5l which is not consistent to the patient's complaints; on (B)(6) 2014: lower back pain which limits the patient to standing and prolonged walking. The patient cannot resume her work as a teacher for the rest of the year.; on (B)(6) 2014: diagnosis: arthralgia. Based on the bone scintigraphy prformed in (B)(6) 2014 the impression is that the etiology of the lower back pain is not from spinal origin.; on (B)(6) 2014: the movement of the hip joint is preserved without pinching and without range limitation. Preserved gross power. No sciatic irritation. No sensory level. Mild disturbance in sensation in diffused in the lateral cutaneous nerve of the tight (lcnt) with marked sensitivity asics. The impression of the physician is that the patient has meralgia. . Lidocaine should be considered for the treatment of asics; on (B)(6) 2014: confirmation of the meralgia diagnosis. Pathology test - on an unknown date: few foci of endometriosis in the uterus and smooth muscle tumor of uncertain malignant potential (stump) in the fibroid discovered after hysteroscopy; on (B)(6) 2015: after hysterectomy: in slices of the uterus, under the endometrium in the anterior wall and dorsal wall ¿ fibroids, well defined, the larger fibroid was in the anterior wall ¿ 3.3 mm diameter. Atrophic changes in the fibroid. In the fallopian tubes ¿ foreign metallic spiral devices. Smooth muscle tumor of uncertain malignant potential (stump) in the fibroid. Few foci of endometriosis in the uterus.. Ultrasound scan - on (B)(6) 2013: the 2 essure devices are in place (bilaterally). The edges of the coils were seen in the uterine horns (normal); on (B)(6) 2014: anterior uterine fibroid ¿ 25 mm diameter. The essure coil protrudes to the uterine cavity more than normal on the left.on the right the coil of the essure was not observed in the uterine cavity. At the end of the process essure was not visible in the uterine cavity; in 2015: the urinary collecting system is not dilated. Normal kidneys size. The urinary bladder with clear borders and lining. No residual urine.; on (B)(6) 2019: the structure of the urethra seems normal. The wall of the detrozor is mildly thickened ¿ consistent with active bladder. Pelvic floor ¿ normal.; on (B)(6) 2019: no suspicious lumps. Normal ovaries. The bladder wall seems thickened ¿ 5 mm ¿ however this is not a certain finding. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, gynecologist, other health professional or consumer is not possible. Most recent follow-up information incorporated above includes: on 21-jul-2020: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia since essure insertion'), device dislocation ('essure coil protrudes to the uterine cavity more than normal ¿ on the left. May have migrated'), groin pain ('pain in the groin on both sides (mostly on the left) / biltateral groin pain more on the left'), arthralgia ('arthralgia'), meralgia paraesthetica ('meralgia paraesthetica') and fibromyalgia ('fibromyalgia') in an adult female patient who had fallopian tube occlusion insert inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion to the left fallopian tube was more difficult than usual / a second attempt to insert essure to the right fallopian tube required more force than usual / essure insertion was continued despite excessive resistance and pain" on (B)(6) 2013, device malfunction "the left essure coil did not open easily during insertion / essure device folded" on (B)(6) 2013, contraindicated device used "essure was inserted to a patient with a known allergy to contrast media (iodine)" on (B)(6) 2013 and wrong technique in device usage process "the excess coil was cut using scissors". The patient's medical history included pregnancy test (positive) on (B)(6) 2012, termination of pregnancy on (B)(6) 2012, uterine dehiscence in 2012, hysteroscopy (the patient is eligible for essure insertion) on (B)(6) 2011, gynecological examination (suspicion for residue after termination of pregnancy which was performed in (B)(6) 2009. The patient was sent for diagnostic hysteroscopy and pregnancy blood tests.) In 2009, therapeutic abortion (pregnancy was terminated on (B)(6) 2009 on gestational week 12 due to suspicion for detachment of surgical scar from previous c-section) in 2009, ultrasound scan (examination during pregnancy. Suspicion for dehiscence of surgical scar from previous c-section all through the anterior wall in the area of the lower segment with penetration of the gestational sack to this canal. .a hypoechogenic area at a size of 7x11mm near the area of the surgical scar. Yolk sack and fetal pole without pulse.) In 2009, contrast media allergy, cesarean section (3 cesarean (in the second pregnancy vertical and horizontal sections due to placenta previa accreta)), back pain (which aggravates after c-section), intervertebral disc bulging (l4-5 and s1), multiparous (7 pregnancies, 3 children) and placenta accreta. Previously administered products included for therapeutic termination of pregnancy: cytotec; for an unreported indication: contraceptive pills. On (B)(6) 2013, the patient had fallopian tube occlusion insert inserted. On (B)(6) 2013, the patient experienced groin pain (seriousness criterion disability), arthralgia (seriousness criterion disability) with back pain and gait disturbance, procedural pain ("severe pain during essure insertion from the uterus to the legs / sharp pain on the right during essure insertion"), complication of device insertion ("right fallopian tube ¿ the device recoiled on itself and the insertion attempt failed") and abdominal pain ("the patient continued to feel right abdominal pain"). In 2013, the patient experienced menorrhagia (seriousness criteria disability and intervention required), meralgia paraesthetica (seriousness criterion disability) with sensory disturbance, fibromyalgia (seriousness criterion disability) with sensory disturbance, pain sacroiliac ("bilateral sacroiliac joint sensitivity"), paraesthesia ("sensation of paresthesia in the legs down to the knee"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). On (B)(6)2014, the patient experienced scoliosis ("mild scoliosis in the lumbar spine on the right"). On (B)(6) 2014, the patient experienced vaginal discharge ("brown vaginal secretions"). In 2015, the patient experienced escherichia urinary tract infection ("repeated urinary tract infections - e.coli"). On (B)(6) 2015, the patient experienced dysuria ("severe pain including in the area of hysterectomy surgical scar during urination / chronic pain in the area of the urinary bladder since hysterectomy"), coitus painful ("severe pain including in the area of hysterectomy surgical scar during / after coitus"), bladder discomfort ("sensation of pressure on the urinary bladder") with nocturia, depressed mood ("depressed mood"), disturbance in attention ("decrease in concentration - which make it hard for the patient to remember certain words") and bone pain ("pain all over the body/skeletal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), muscular weakness ("mild weakness in the left quadriceps"), ovarian cyst ("ovarian cyst"), adenomyosis ("few foci of endometriosis in the uterus"), memory impairment ("decrease in memory - specifically short term memory"), vulvovaginal discomfort ("pressure on the top of the vagina"), insomnia ("difficulty to sleep due to pain all over the body"), fatigue ("waking up tired") and musculoskeletal stiffness ("wit stiffness in the muscles") and was found to have uterine leiomyoma ("uterine fibroids in the anterior and dorsal uterine wall under the endometrium / smooth muscle tumor of uncertain malignant potential (stump) in the fibroid"). The patient was treated with amitriptyline hydrochloride (elatrol), duloxetine hydrochloride (cymbalta), homeopathic preparation, nitrofurantoin (macrodantin), nsaids, oxycodone hydrochloride, pregabalin (lyrica), physical therapy (chiropract theatment and chiropract treatment) and surgery (hysterectomy, salpingectomy and the excess coil was cut using scissors). Fallopian tube occlusion insert was removed on (B)(6) 2015. On (B)(6) 2013, the complication of device insertion had resolved. On (B)(6) 2015, the menorrhagia and uterine leiomyoma had resolved. At the time of the report, the device dislocation had resolved, the groin pain, fibromyalgia, paraesthesia, dysuria, coitus painful, bladder discomfort, depressed mood and abdominal pain had not resolved and the arthralgia, meralgia paraesthetica, procedural pain, pain sacroiliac, muscular weakness, ovarian cyst, vaginal discharge, dyspareunia, dysmenorrhoea, adenomyosis, escherichia urinary tract infection, disturbance in attention, memory impairment, vulvovaginal discomfort, bone pain, insomnia, fatigue, musculoskeletal stiffness and scoliosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, arthralgia, bladder discomfort, bone pain, complication of device insertion, depressed mood, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, dysuria, escherichia urinary tract infection, fatigue, fibromyalgia, groin pain, insomnia, memory impairment, menorrhagia, meralgia paraesthetica, muscular weakness, musculoskeletal stiffness, ovarian cyst, paraesthesia, procedural pain, scoliosis, uterine leiomyoma, vaginal discharge, vulvovaginal discomfort, coitus painful and pain sacroiliac to be related to fallopian tube occlusion insert. The reporter commented: after the insertion attempt failed, an additional attempt was performed. The menorrhagia partially recovered after the an excess essure coil that was visible in the uterine cavity was cut during hysteroscopy. Seriousness criterion ¿ disability due to outcome ¿ hysterectomy (which under the age of 50 grants 40% disability per local law). Seriousness criterion of groin pain, arthralgia, meralgia paraesthetica: disability: inability to sit, cannot drive, cannot work or function at home. Cannot sleep more than 1 hour continuously. Seriousness criterion: disability of fibromyalgia: inability to sit or stand for a prolonged period of time or perform physical activity. Difficulty functioning at home. Disability of 45%. (B)(6) 2014: neurosurgeon examination: the lower back pain seems to be of inflammatory origin. The patient has a sensation of burning pain along the left thigh. Pain around the hip joint which radiates to the groin. No neurological deficiency. Sensitivity during palpation and ovmemnt of many joints mostly the right sacroiliac joint and the hip joint on the left. Summary: the complaints are does not havea spinal etiology. Sensitivity and inflammation of the right sacroiliac joint and left hip joint and meralgia paraesthetica on the left. (B)(6) 2019: rheumatic examination: diagnosis ¿ fibromyalgia since 2013. The fibromyalgia followed traumatic events. As previous pain management treatments were not effective the patient was prescribed with medicinal cannabis (B)(6) 2020: rheumatological examination: difficulty sitting during the examination due to severe pain and has to stand up. Joint examination ¿ no sign of inflammation or range limitation. Skeletal examination ¿ diffused sensitivity for palpitation throughout the skeleton which is more significant in the lower part of the body. Sensitivity in 11 out of 18 points typical of fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): bone scan - in march 2014: unspecified results. Culture urine - in (B)(6) 2015: e-coli , sensitive to antibiotics¿ urinary tract infection; in (B)(6) 2015: e-coli , sensitive to antibiotics¿ urinary tract infection; in (B)(6) 2015: e-coli , sensitive to antibiotics¿ urinary tract infection. Electromyogram - in 2014: evidence for meralgia. Gynaecological examination - on (B)(6) 2014: regular menstrual cycles of 32 days under essure. The ovarian cyst does not seem to inflict pressure (mentioned in the scope of lower back pain evaluation).; on (B)(6) 2014: brown vaginal secretion since (B)(6) 2014.; on (B)(6) 2014: menorrhagia since essure insertion. Regular menstrual cycle. Cervical canal is normal; on (B)(6) 2015: uterine fibroid ¿ 25 mm diameter inside the uterine cavity.; on (B)(6) 2015: differential diagnosis may include endometriosis or post-essure pain.due to the severe complaints is recommended that the patient will undergo laparoscopic salpingectomy including the excision of essure.; on (B)(6) 2015: recommendation for bilateral salpingectomy and total laparoscopic hysterectomy.; on (B)(6) 2015: since the hysterectomy the patient experiences severe pain in the surgical scar area, during urination and coitus. Uterine cultures ¿ negative. Suspected damage to the urinary bladder during surgery.; on (B)(6) 2016: no urine leakage. Occasional vaginal discharge (not watery). Normal gynecological examination.; on (B)(6) 2019: impression that the urinary bladder was damaged during hysterectomy. This does not seem to be a gynecological problem.. Hysterosalpingogram - on (B)(6) 2013: normal uterine size and position. Both fallopian tubes are blocked following essure insertion. Contrast media passage could not be observed in the 2 fallopian tubes. Hysteroscopy - on (B)(6) 2013: an attempt to insert essure to the left fallopian tube - entry was more difficult than usual but the device discharged, however not smoothly and 4 coils are seen in the cavity. An additional attempt to insert essure into the right fallopian tube ¿ the same happened that the device twisted on its end but after a few attempts the physician managed to go into the ostia, this however with more force than usual and sharp pain on the right. An attempt was made to discharge the device, however the coils were not observed in the uterine cavity. Laparoscopy - on (B)(6) 2015: general anesthesia. Laparoscopic bilateral salpingectomy and hysterectomy due to menorrhagia and dysmenorrhea. Magnetic resonance imaging - on an unknown date: ovarian cyst; on (B)(6) 2013: disc herniation in s1 and l4-5 with pressure on the sac. Orthopaedic examination - on (B)(6) 2013: lower pack pain which radiates to the left leg down to the knee. Inability to sit. Paresthesia on the left leg down to the knee. The patient has control over defecation and urination. The patient can walk. Sensitivity in the lower back. Limping over the left leg. Limitation while bending forward. The patient can stand on the tip of her toes and on her heels. Gross power in the 4 limbs is reserved ¿ slr 60 bilateral. No pathological reflexes; on (B)(6) 2014: pain and paresthesia in the left leg. Difficulty functioning ¿ walking and sitting. Bilateral sacroiliac joint sensitivity. Sensitivity in the lower back. Gross power and sensation in the 4 limbs is reserved. No pathological reflexes. No muscle spasms. In previous imaging foci of pathologically increased absorbtion ere demosnstrated in the lumbar spine anterior l4, dorsal 12t right 10t. There is mild scoliosis in the lumbar spine on the right. No other abnormal finding; on (B)(6) 2014: lower back pain which radiates to the legs ¿ more to the left leg. Inability to sit which lasts for 3 months. Parestheia in the left leg down to the knee. During examination- lower back sensitivity. Limping of the left leg. Hyper flexibility of the joints. Mild weakness in the left quadriceps. The rest of the neurological test in normal. The patient can lift a straight leg up to 80 degrees ¿ bilaterally. Active reflexes at all stations. Marked sensitivity at the greater trochanter on the left. The MRI from (B)(6) 2013 shows mild disc herniation on the right ¿ 1s5l which is not consistent to the patient's complaints; on (B)(6) 2014: lower back pain which limits the patient to standing and prolonged walking. The patient cannot resume her work as a teacher for the rest of the year.; on (B)(6) 2014: diagnosis: arthralgia. Based on the bone scintigraphy prformed in mar 2014 the impression is that the etiology of the lower back pain is not from spinal origin.; on (B)(6) 2014: the movement of the hip joint is preserved without pinching and without range limitation. Preserved gross power. No sciatic irritation. No sensory level. Mild disturbance in sensation in diffused in the lateral cutaneous nerve of the tight (lcnt) with marked sensitivity asics. The impression of the physician is that the patient has meralgia. . Lidocaine should be considered for the treatment of asics; on (B)(6) 2014: confirmation of the meralgia diagnosis. Pathology test - on an unknown date: few foci of endometriosis in the uterus and smooth muscle tumor of uncertain malignant potential (stump) in the fibroid discovered after hysteroscopy; on (B)(6) 2015: after hysterectomy: in slices of the uterus, under the endometrium in the anterior wall and dorsal wall ¿ fibroids, well defined, the larger fibroid was in the anterior wall ¿ 3.3 mm diameter. Atrophic changes in the fibroid. In the fallopian tubes ¿ foreign metallic spiral devices. Smooth muscle tumor of uncertain malignant potential (stump) in the fibroid. Few foci of endometriosis in the uterus.. Ultrasound scan - on (B)(6) 2013: the 2 essure devices are in place (bilaterally). The edges of the coils were seen in the uterine horns (normal); on (B)(6) 2014: anterior uterine fibroid ¿ 25 mm diameter. The essure coil protrudes to the uterine cavity more than normal on the left. On the right the coil of the essure was not observed in the uterine cavity. At the end of the process essure was not visible in the uterine cavity; in 2015: the urinary collecting system is not dilated. Normal kidneys size. The urinary bladder with clear borders and lining. No residual urine.; on (B)(6) 2019: the structure of the urethra seems normal. The wall of the detrozor is mildly thickened ¿ consistent with active bladder. Pelvic floor ¿ normal.; on (B)(6) 2019: no suspicious lumps. Normal ovaries. The bladder wall seems thickened ¿ 5 mm ¿ however this is not a certain finding.. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, gynecologist, other health professional or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Event groin pain upgraded to serious incident, event wrong technique in device usage process added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia since essure insertion'), device dislocation ('essure coil protrudes to the uterine cavity more than normal ¿ on the left. May have migrated'), arthralgia ('arthralgia'), meralgia paraesthetica ('meralgia paraesthetica') and fibromyalgia ('fibromyalgia') in an adult female patient who had fallopian tube occlusion insert inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion to the left fallopian tube was more difficult than usual / a second attempt to insert essure to the right fallopian tube required more force than usual / essure insertion was continued despite excessive resistance and pain" on (B)(6) 2013, device malfunction "the left essure coil did not open easily during insertion / essure device folded" on (B)(6) 2013 and contraindicated device used "essure was inserted to a patient with a known allergy to contrast media (iodine)" on (B)(6) 2013. The patient's medical history included pregnancy test (positive) on (B)(6) 2012, termination of pregnancy on (B)(6) 2012, uterine dehiscence in 2012, hysteroscopy (the patient is eligible for essure insertion) on (B)(6) 2011, gynecological examination (suspicion for residue after termination of pregnancy which was performed in (B)(6) 2009. The patient was sent for diagnostic hysteroscopy and pregnancy blood tests). In 2009, abortion induced (pregnancy was terminated on (B)(6) 2009 on gestational week 12 due to suspicion for detachment of surgical scar from previous c-section) in 2009, ultrasound scan (examination during pregnancy. Suspicion for dehiscence of surgical scar from previous c-section all through the anterior wall in the area of the lower segment with penetration of the gestational sack to this canal. .a hypoechogenic area at a size of 7x11mm near the area of the surgical scar. Yolk sack and fetal pole without pulse.) In 2009, contrast media allergy, cesarean section (3 cesarean (in the second pregnancy vertical and horizontal sections due to placenta previa accreta)), back pain (which aggravates after c-section), intervertebral disc bulging (l4-5 and s1), multiparous (7 pregnancies, 3 children) and placenta accreta. Previously administered products included for therapeutic termination of pregnancy: cytotec; for an unreported indication: contraceptive pills. On (B)(6) 2013, the patient had fallopian tube occlusion insert inserted. On (B)(6) 2013, the patient experienced arthralgia (seriousness criterion disability) with back pain and gait disturbance, procedural pain ("severe pain during essure insertion from the uterus to the legs / sharp pain on the right during essure insertion"), complication of device insertion ("right fallopian tube ¿ the device recoiled on itself and the insertion attempt failed"), groin pain ("pain in the groin on both sides (mostly on the left) / bilateral groin pain more on the left") and abdominal pain ("the patient continued to feel right abdominal pain"). In 2013, the patient experienced menorrhagia (seriousness criteria disability and intervention required), meralgia paraesthetica (seriousness criterion disability) with sensory disturbance, fibromyalgia (seriousness criterion disability) with sensory disturbance, pain sacroiliac ("bilateral sacroiliac joint sensitivity"), paraesthesia ("sensation of paresthesia in the legs down to the knee"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2014, the patient experienced scoliosis ("mild scoliosis in the lumbar spine on the right"). On (B)(6) 2014, the patient experienced vaginal discharge ("brown vaginal secretions"). In 2015, the patient experienced escherichia urinary tract infection ("repeated urinary tract infections - e.coli"). On (B)(6) 2015, the patient experienced dysuria ("severe pain including in the area of hysterectomy surgical scar during urination / chronic pain in the area of the urinary bladder since hysterectomy"), coitus painful ("severe pain including in the area of hysterectomy surgical scar during / after coitus"), bladder discomfort ("sensation of pressure on the urinary bladder") with nocturia, depressed mood ("depressed mood"), disturbance in attention ("decrease in concentration - which make it hard for the patient to remember certain words") and bone pain ("pain all over the body/skeletal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), muscular weakness ("mild weakness in the left quadriceps"), ovarian cyst ("ovarian cyst"), adenomyosis ("few foci of endometriosis in the uterus"), memory impairment ("decrease in memory - specifically short term memory"), vulvovaginal discomfort ("pressure on the top of the vagina"), insomnia ("difficulty to sleep due to pain all over the body"), fatigue ("waking up tired") and musculoskeletal stiffness ("wit stiffness in the muscles") and was found to have uterine leiomyoma ("uterine fibroids in the anterior and dorsal uterine wall under the endometrium / smooth muscle tumor of uncertain malignant potential (stump) in the fibroid"). The patient was treated with amitriptyline hydrochloride (elatrol), duloxetine hydrochloride (cymbalta), homeopathic preparation, nitrofurantoin (macrodantin), nsaids, oxycodone hydrochloride, pregabalin (lyrica), physical therapy (chiropract treatment and chiropract treatment) and surgery (hysterectomy, salpingectomy and the excess coil was cut using scissors). Fallopian tube occlusion insert was removed on (B)(6) 2015. On (B)(6) 2013, the complication of device insertion had resolved. On (B)(6) 2015, the menorrhagia and uterine leiomyoma had resolved. At the time of the report, the device dislocation had resolved, the arthralgia, meralgia paraesthetica, procedural pain, pain sacroiliac, muscular weakness, ovarian cyst, vaginal discharge, dyspareunia, dysmenorrhoea, adenomyosis, escherichia urinary tract infection, disturbance in attention, memory impairment, vulvovaginal discomfort, bone pain, insomnia, fatigue, musculoskeletal stiffness and scoliosis outcome was unknown and the fibromyalgia, groin pain, paraesthesia, dysuria, coitus painful, bladder discomfort, depressed mood and abdominal pain had not resolved. The reporter considered abdominal pain, adenomyosis, arthralgia, bladder discomfort, bone pain, complication of device insertion, depressed mood, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, dysuria, escherichia urinary tract infection, fatigue, fibromyalgia, groin pain, insomnia, memory impairment, menorrhagia, meralgia paraesthetica, muscular weakness, musculoskeletal stiffness, ovarian cyst, paraesthesia, procedural pain, scoliosis, uterine leiomyoma, vaginal discharge, vulvovaginal discomfort, coitus painful and pain sacroiliac to be related to fallopian tube occlusion insert. The reporter commented: after the insertion attempt failed, an additional attempt was performed. The menorrhagia partially recovered after the an excess essure coil that was visible in the uterine cavity was cut during hysteroscopy. Seriousness criterion ¿ disability due to outcome ¿ hysterectomy (which under the age of 50 grants 40% disability per local law). Seriousness criterion of groin pain, arthralgia, meralgia paraesthetica: disability: inability to sit, cannot drive, cannot work or function at home. Cannot sleep more than 1 hour continuously. Seriousness criterion: disability of fibromyalgia: inability to sit or stand for a prolonged period of time or perform physical activity. Difficulty functioning at home. Disability of 45%. On (B)(6) 2014: neurosurgeon examination: the lower back pain seems to be of inflammatory origin. The patient has a sensation of burning pain along the left thigh. Pain around the hip joint which radiates to the groin. No neurological deficiency. Sensitivity during palpation and movement of many joints mostly the right sacroiliac joint and the hip joint on the left. Summary: the complaints are does not have a spinal etiology. Sensitivity and inflammation of the right sacroiliac joint and left hip joint and meralgia paraesthetica on the left. On (B)(6) 2019: rheumatic examination: diagnosis ¿ fibromyalgia since 2013. The fibromyalgia followed traumatic events. As previous pain management treatments were not effective the patient was prescribed with medicinal cannabis on (B)(6) 2020: rheumatological examination: difficulty sitting during the examination due to severe pain and has to stand up. Joint examination ¿ no sign of inflammation or range limitation. Skeletal examination ¿ diffused sensitivity for palpitation throughout the skeleton which is more significant in the lower part of the body. Sensitivity in 11 out of 18 points typical of fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): bone scan - in (B)(6) 2014: unspecified results. Culture urine - in (B)(6) 2015: e-coli , sensitive to antibiotics¿ urinary tract infection; in (B)(6) 2015: e-coli , sensitive to antibiotics¿ urinary tract infection; in (B)(6) 2015: e-coli , sensitive to antibiotics¿ urinary tract infection. Electromyogram - in 2014: evidence for meralgia. Gynaecological examination - on (B)(6) 2014: regular menstrual cycles of 32 days under essure. The ovarian cyst does not seem to inflict pressure (mentioned in the scope of lower back pain evaluation).; on (B)(6) 2014: brown vaginal secretion since (B)(6) 2014.; on (B)(6) 2014: menorrhagia since essure insertion. Regular menstrual cycle. Cervical canal is normal; on (B)(6) 2015: uterine fibroid ¿ 25 mm diameter inside the uterine cavity.; on (B)(6) 2015: differential diagnosis may include endometriosis or post-essure pain. Due to the severe complaints is recommended that the patient will undergo laparoscopic salpingectomy including the excision of essure.; on (B)(6) 2015: recommendation for bilateral salpingectomy and total laparoscopic hysterectomy.; on (B)(6) 2015: since the hysterectomy the patient experiences severe pain in the surgical scar area, during urination and coitus. Uterine cultures ¿ negative. Suspected damage to the urinary bladder during surgery.; on (B)(6) 2016: no urine leakage. Occasional vaginal discharge (not watery). Normal gynecological examination.; on (B)(6) 2019: impression that the urinary bladder was damaged during hysterectomy. This does not seem to be a gynecological problem.. Hysterosalpingogram - on (B)(6) 2013: normal uterine size and position. Both fallopian tubes are blocked following essure insertion. Contrast media passage could not be observed in the 2 fallopian tubes.. Hysteroscopy - on (B)(6) 2013: an attempt to insert essure to the left fallopian tube - entry was more difficult than usual but the device discharged, however not smoothly and 4 coils are seen in the cavity. An additional attempt to insert essure into the right fallopian tube ¿ the same happened that the device twisted on its end but after a few attempts the physician managed to go into the ostia, this however with more force than usual and sharp pain on the right. An attempt was made to discharge the device, however the coils were not observed in the uterine cavity. Laparoscopy - on (B)(6) 2015: general anesthesia. Laparoscopic bilateral salpingectomy and hysterectomy due to menorrhagia and dysmenorrhea. Magnetic resonance imaging - on an unknown date: ovarian cyst; on (B)(6) 2013: disc herniation in s1 and l4-5 with pressure on the sac. Orthopaedic examination - on (B)(6) 2013: lower pack pain which radiates to the left leg down to the knee. Inability to sit. Paresthesia on the left leg down to the knee. The patient has control over defecation and urination. The patient can walk. Sensitivity in the lower back. Limping over the left leg. Limitation while bending forward. The patient can stand on the tip of her toes and on her heels. Gross power in the 4 limbs is reserved ¿ slr 60 bilateral. No pathological reflexes.; on (B)(6) 2013: lower pack pain which radiates to the left leg down to the knee. Inability to sit. Paresthesia on the left leg down to the knee. The patient has control over defecation and urination. The patient can walk. Sensitivity in the lower back. Limping over the left leg. Limitation while banding forward. The patient can stand on the tip of her toes and on her heels. Gross power in the 4 limbs is reserved ¿ slr 60 bilateral. No pathological reflexes.; on (B)(6) 2014: pain and paresthesia in the left leg. Difficulty functioning ¿ walking and sitting. Bilateral sacroiliac joint sensitivity. Sensitivity in the lower back. Gross power and sensation in the 4 limbs is reserved. No pathological reflexes. No muscle spasms. In previous imaging foci of pathologically increased absorption ere demonstrated in the lumbar spine anterior l4, dorsal 12t right 10t. There is mild scoliosis in the lumbar spine on the right. No other abnormal finding.; on (B)(6) 2014: lower back pain which radiates to the legs ¿ more to the left leg.. Inability to sit which lasts for 3 months. Paresthesia in the left leg down to the knee. During examination- lower back sensitivity. Limping of the left leg. Hyper flexibility of the joints. Mild weakness in the left quadriceps. The rest of the neurological test in normal. The patient can lift a straight leg up to 80 degrees ¿ bilaterally. Active reflexes at all stations. Marked sensitivity at the. Greater trochanter on the left. The MRI from (B)(6) 201 shows mild disc herniation on the right ¿ 1s5l which is not consistent to the patient's complaints.; on (B)(6) 2014: lower back pain which limits the patient to standing and prolonged walking. The patient cannot resume her work as a teacher for the rest of the year.; on (B)(6) 2014: diagnosis: arthralgia. Based on the bone scintigraphy performed in (B)(6) 2014 the impression is that the etiology of the lower back pain is not from spinal origin.; on (B)(6) 2014: the movement of the hip joint is preserved without pinching and without range limitation. Preserved gross power. No sciatic irritation. No sensory level. Mild disturbance in sensation in diffused in the lateral cutaneous nerve of the tight (lcnt) with marked sensitivity asics. The impression of the physician is that the patient has meralgia. Lidocaine should be considered for the treatment of asics; on (B)(6) 2014: confirmation of the meralgia diagnosis. Pathology test - on an unknown date: few foci of endometriosis in the uterus and smooth muscle tumor of uncertain malignant potential (stump) in the fibroid discovered after hysteroscopy.; on (B)(6) 2015: after hysterectomy: in slices of the uterus, under the endometrium in the anterior wall and dorsal wall ¿ fibroids, well defined, the larger fibroid was in the anterior wall ¿ 3.3 mm diameter. Atrophic changes in the fibroid. In the fallopian tubes ¿ foreign metallic spiral devices. Smooth muscle tumor of uncertain malignant potential (stump) in the fibroid. Few foci of endometriosis in the uterus. Ultrasound scan - on (B)(6) 2013: the 2 essure devices are in place (bilaterally). The edges of the coils were seen in the uterine horns (normal).; on (B)(6) 2014: anterior uterine fibroid ¿ 25 mm diameter. The essure coil protrudes to the uterine cavity more than normal on the left. On the right the coil of the essure was not observed in the uterine cavity. At the end of the process essure was not visible in the uterine cavity; in 2015: the urinary collecting system is not dilated. Normal kidneys size. The urinary bladder with clear borders and lining. No residual urine.; on (B)(6) 2019: the structure of the urethra seems normal. The wall of the detrozor is mildly thickened ¿ consistent with active bladder. Pelvic floor ¿ normal.; on (B)(6) 2019: no suspicious lumps. Normal ovaries. The bladder wall seems thickened ¿ 5 mm ¿ however this is not a certain finding. Further company follow-up with the lawyer, gynecologist, other health professional or consumer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.